Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a solyx procedure. According to the complainant, during the procedure, the mesh carriers would not stay seated in the muscle tissue. The physician removed the entire device. The procedure was completed with a different device and the patient's condition at the conclusion of the procedure was reported to be "fine".